Event description:
It was reported that during an unspecified therapeutic procedure the beak portion of the subject device fell off into patient's body. There was no report or indication the device was retrieved, and no additional information was obtained from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted

Event description:
Additional information received identified that the device fell into the patient intravesical during a transurethral procedure. The device was retrieved with the aid of forceps. No delay and no patient harm reported.